Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient faced an insulin flow block alarm on (B)(6) 2024. During troubleshooting insulin was not exited and pump alarmed. No further information available.

Manufacturer narrative:
E1:patient country: australia. Patient city:(B)(6).